Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that the perforation occurred during deployment of another company's stent implant. An attempt to cross the graftmaster stent to treat the perforation was unsuccessful, and the stent dislodged from the stent delivery system. The dislodged stent was able to be recaptured on the graftmaster stent delivery system and was successfully removed from the patient's anatomy. The perforation was successfully treated with a dilatation balloon catheter. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that it is possible that the device did not cross because of, but not limited to, tortuous anatomy, severely calcified vessels, or presence of other devices. The stent dislodged from the delivery system, but was able to be recaptured on the system. The IFU states that there should be no attempt made to pull an unexpanded stent graft back through the guiding catheter, as dislodgement of the stent graft from the balloon may occur. The delivery system and guiding catheter should be removed as a single unit to allow for the safe removal of the unexpanded stent. The device was not returned for investigation; therefore, a conclusive root cause could not be determined.